Event description:
It was reported that patient experienced pain at ipg site and draining. As a result surgical intervention may be undertaken to address the issue. Patient has been given oral antibiotics to address the issue.

Manufacturer narrative:
Further information has been requested but not yet received.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.